Event description:
It was reported that during a low anterior resection no staples were in the instrument. Staples could not made the tissue. Another like device was used to complete the case. No pt consequence and one device is being returned.